Manufacturer narrative:
D.4. Device information: this information remains unavailable to gore. D.10. Concomitant medical products and therapy dates: this information remains unavailable to gore. H.4. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. H.6. Type of investigation: code b22 - as the device lot/serial number is unavailable, no device history record review was able to be completed. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that, on an unknown date in 2022, a patient underwent elective endovascular treatment of a penetrating aortic ulcer (pau) originating in aortic zone 2 and extending to zone 3. The pau was treated using a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. The dsf was used on the patient's right side. At some point during the procedure, the patient's right femoral percutaneous access was converted to open femoral access for a right femoral access artery injury. It was noted that the injury was attributable to the dsf introducer sheath and was considered not serious. An endovascular and surgical intervention was required. It was reported that the patient was discharged to home. No additional information will be provided.